Event description:
It was reported the device was explanted due to a product performance issue. A new lead was implanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields, b5: describe event or problem, h6:impact codes, along with any other relevant fields have been updated.

Event description:
It was reported the device was explanted due to a product performance issue. A new lead was implanted successfully. There were no adverse patient effects reported. Additional information was later received that confirmed the right ventricular (rv) lead had dislodged. The dislodgement was confirmed with fluoroscopy prior to the revision procedure. There were no additional adverse patient effects reported.